Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that he insulin pump had a compromised forced sensor system alarm. Customer¿s blood glucose value was 239 mg/dl. Customer stated that he drive support cap was sticking out. Customer was advised to disconnect with the insulin pump. Customer was advised to discontinue the use of the insulin pump. The insulin pump will not return for the analysis.